Manufacturer narrative:
510k: this report is for an unknown rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a removal procedure took place on an unknown date to remove implants from the patient due to pain. The surgeon removed an unknown screw, unknown locking screw, and unknown rod. The original procedure was reportedly a spinal fusion procedure that took place approximately three (3) years ago. It is unknown if there was a surgical delay. The procedure outcome is unknown. The patient outcome is unknown. This complaint involves three (3) devices. This report is for one (1) unknown rods. This is report 3 of 3 for (B)(4).